Event description:
During product evaluation, it was noted that the cutter failed the test cut with an incomplete cut. No adverse events are associated with this malfunction. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Review of the most recent repair record identified the following related repair: the cutter failed the mesh test due to an incomplete mesh. The cutters were returned unrepaired as these are not repairable devices. Therefore, the cutter does not meet the zimmer mesh test acceptance criteria. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Associated mesher medwatch: 0001526350-2022 -01170-1.